Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. Inratio 0.8, lab 2.4, in raio 0.9, 2.7 (repeat) lab 2.2, inratio 2.9. A replacement meter was sent to the customer. The suspect meter shall be returned for evaluation purposes.

Manufacturer narrative:
Per pr 0103, strip accuracy is determined by comparing the inr value obtained from the mla (reference system) to the inratio inr values from patient testing. The allowable difference between the inratio inrs and the mla inrs are as follows: if the mla inr is <2.0, then the allowed difference is +/- 0.5, if the mla inr is 2.0 -4.5, then the allowed difference is +/- 1.0. Strip accuracy results: see scanned table. Lot 050255 meets the criteria for strip accuracy. No further testing is required.